Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found all four casters not holding most likely due to normal wear and tear. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 casters and both main bearings to resolve the issue. Based on this information, no further action is required.